Event description:
It was reported that the customer had two motor error alarms on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer also had differences between sensor glucose and blood glucose readings. Customer's sensor glucose readings were 90 mg/dl and 240 mg/dl. Customer's blood glucose levels were 160 mg/dl and 90 mg/dl. Customer insertion site is above the buttock. Customer will download the data to carelink and provide with the report. Customer's sensor has been worn for 5 days and 10 hours. Customer stated that the reservoir compartment is a little cracked. Pump was not dropped or bumped. Customer used the sensor. Customer is able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The pump also had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the lcd window.